Event description:
The customer reports the doctor found swg (spring wire guide) deformed during operation. The set was replaced without incident.

Manufacturer narrative:
(B)(4). The customer reported issue of the spring-wire guide kinking was confirmed during evaluation of the returned sample. Visual and microscopic inspection revealed the swg was kinked in multiple places. The j-bend tip was also kinked, and both the proximal and distal welds were intact, full, and spherical. The undamaged proximal portion of the swg was able to advance through the returned ars and introducer needle with minimal resistance. The swg and introducer needle met dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on this investigation the probable cause of this complaint is unintentional use error. Teleflex will continue to monitor and trend for reports of this complaint issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found swg (spring wire guide) deformed during operation. The set was replaced without incident.